Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported occlusion alarm, which was reproduced during evaluation. A review of the event history log identified downstream occlusion alarm. The cause was determined to be an out of calibration force sensor. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device a false upstream occlusion was found in the event history log (ehl). The cause was determined to be an out of calibration force sensor. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion alarm. As soon as pump was programmed and run button was hit it stated downstream occlusion, when tubing was pulled at bottom of pump it would start and stay running. There was no patient involvement. No additional information is available.